Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Additional information added to the following fields: h7, h9. Corrected fields: b5, h6, h11. Based on the results of the investigation regarding the burnt distal end, it is likely the event occurred because high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had air water leakages. There was no patient harm associated with the event. The device was evaluated, and it was found that the connecting tube's coating was peeling and the plastic distal end cover had burned/melted around the instrument channel outlet at the distal end. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on the bending section cover and channel tube. In addition to connecting tube had coating peeling due to deterioration, additional findings were as follows: distal end had a burn; adhesive on bending section cover had a chip; connecting tube had a wrinkle; suction connector was sticky; scope connector cover was sticky; control unit was sticky due to water leakage; and due to wear of angle wire, bending angle in up direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device. E1: local independent administrative agency (B)(6) hospital organization (B)(6) medical center.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had air water leakages. There was no patient harm associated with the event. The device was evaluated, and it was found that the connecting tube had coating peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.